Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was also reported that multiple cartridge pigtails were damaged. The customer described these as being "collapsed" at the attachment point. A supply change was performed resolving the issue. Customer¿s blood glucose level was high mg/dl. A correction bolus was delivered to address bg.